Manufacturer narrative:
Citation: dababneh et al. Balloon versus self-expandable tavi in patients with left ventricular dysfunction: a real-world comparative study. Catheter cardiovasc interv. 2026 may;107(6):1866-1876. Doi: 10.1002/ccd.70547. Epub 2026 mar 10. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding balloon versus self-expandable transcatheter aortic valve implantation (tavi) in patients with left ventricular dysfunction. The study population included 922 patients who were predominantly male. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included bioprosthetic transcatheter valves from the evolut family. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: stroke, major or life-threatening bleeding, arrhythmia requiring permanent pacemaker implant, mean transvalvular gradients of 11.5 mmhg, and moderate to severe aortic regurgitation. No further information was provided pertaining to medtronic products.